Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/oct/2009 the event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition. This is a known potential adverse event addressed in the product labeling.

Event description:
On the patient's annual questionnaire for the (B)(6) study, the patient reported having a right side reoperation performed due to implant malposition. The physician has also reported a right side reoperation due to implant malposition. Device has been explanted.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having a right side reoperation performed due to implant malposition. The physician has also reported a right side reoperation due to implant malposition. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, brown particles, wear abrasion and weight to the specification. Bubbles and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.